Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new user was receiving an unable to authenticate message when entering username. A technical support specialist checked login history for user and found that the user account was locked because of incorrect password and had the user to change the password, and the user was able to login successfully. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a user registration issue occurred. A new user received an ¿unable to authenticate¿ message when entering their username. The customer deleted the profile in es and re added it, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.